Event description:
Additional information noted: no injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The physician performed atherectomy of 2 lesions, and made 6 passes with the turbohawk. They physician cleaned and flushed the device, then reinserted the turbohawk, noticing resistance. This eased after 6 passes on the 2nd lesion. When removing the device for a 2nd cleaning, the physician noticed plastic strands attached to device and some in sheath. Images showed no change after cutting. Note: upon initially sending device up the wire the turbohawk was accidentally turned on but not in the sheath. Evaluation of the returned device found several strands of polymer ribbon, consistent with the lining of a sheath. The strands showed witness marks consistent with interface of the sheath's ribbon coil and the ptfe inner liner of a guide sheath. It could not be confirmed if any of the lining was lost in the patient.